Event description:
Caller stated that medical attention was sought on 12/1/2025 around 6:00 pm at home. Caller stated that the end-user tested their blood glucose with the prodigy meter and received a reading of 400mg/dl. Caller stated that they did not eat or drink prior to testing. Caller also stated that they did not perform any additional tests. Caller did not provide the normal reading she would usually get for that time of day. Caller stated that the paramedics were not called. Caller stated that the end-user was driven to (B)(6). Caller stated that the end-users blood glucose when she arrived at the hospital was 154mg/dl. Caller stated that there was no treatment provided at the ER. Caller stated that the end-user was at the hospital for about five hours and when discharged her blood glucose was 115mg/dl. Caller declined to provide any medication she currently takes. No additional information was provided.